Event description:
On (B)(6) 2022, the patient underwent emergency endovascular treatment of a descending thoracic aortic aneurysm rupture using a gore® tag® conformable thoracic stent graft with active control system. No endoleak was observed and the patient tolerated the procedure. On (B)(6) 2022, follow-up computed tomography imaging reportedly showed a type ib endoleak. The reporting physician commented that the distal landing zone was insufficient during the initial procedure (measurement not reported). On (B)(6) 2022, a reintervention procedure was performed whereby an additional gore® tag® device was placed distal to the initially implanted device. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4). It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿distal aortic neck length of at least 20 mm proximal to the celiac axis is required. These sizing measurements are critical to the performance of the endovascular repair.¿ additionally, the IFU states ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak and reoperation.¿

Manufacturer narrative:
H6: code 213: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: conclusion coding updated. It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿distal aortic neck length of at least 20 mm proximal to the celiac axis is required. These sizing measurements are critical to the performance of the endovascular repair.¿ additionally, the IFU states ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak and reoperation.¿